Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse replaced the main power supply on the system. The cse then performed start up. The system performed rinse system. The customer performed quality control (qc) and was in range. The cause of the smoke was due to power supply failure. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
Customer reported smoke emanating from an advia centaur xp instrument. The smoke set off a fire alarm. No visible flames were observed. There were no reports of smoke inhalation or irritation. The customer turned off the system and unplugged it. There were no delays to patient sample testing. There are no known reports of patient intervention or adverse health consequences due to the smoke.